Manufacturer narrative:
(B)(4). The analysis results of the ple60a found that it was received in good visual condition and with no reload present. Upon evaluation, the device was noted to be non functional. In order to verify the condition of the internal components, the device was disassembled and the motor was non functional. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. It should be noted that the battery pack has a drain feature that drains the pack within 24 hours of the procedure; therefore, testing cannot be completed on the original battery used in the procedure. As a result, product inquiries are tested with non-draining packs/simulators.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, after five firings of the stapler, the battery died. They pulled the battery out, turned it one hundred and eighty degrees, reinserted it and it still wouldn't fire. A blue reload was being used. Case completed with another device of the same product code. There were no patient consequences reported.